Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving 165 mcg/ml clonidine at a dose of 109 mcg/day and 6.7 mg/ml dilaudid at a dose of 4.43 mg/day via an implantable infusion pump for spinal pain. It was reported that the patient had an empty pump on (B)(6) 2018 which was confirmed via clinician programmer. It was unknown if the patient had missed a refill. No further complications were expected or anticipated. Additional information was received from a healthcare professional (hcp). It was reported that the hcp had refilled the pump with saline on (B)(6) 2018 and programmed the drug concentration to 1 mg/ml saline and dose to 0.5 ml/day. On (B)(6) 2018 the patient was unresponsive and was now hospitalized. The patient's unresponsiveness was explained due to the fact that the patient was getting the drug from the pump tubing and catheter at a higher rate (slow rate). The total tubing volume was 0.54 ml and the volume delivered in 24 hrs was 0.5 ml. There was still 0.04 ml left of drug. The hcp was now programming the pump to minimum rate mode.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the empty pump on (B)(4) 2018 was determined to be that the patient missed an appointment and lost to follow-up for a period of weeks. The nit staff did not alert anyone about alarming pump, the patient could not hear it. The unresponsiveness and hospitalization had been resolved.